Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 6 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's percutaneous lead (driveline) was accidentally pulled and subsequently developed erythema with some drainage, and tenderness around the driveline exit site, no fevers, chills. Vancomycin was initiated. Blood cultures reflected no growth to date, driveline exit site, with wound cultures growing (B)(6). Vancomycin was changed to cefazolin to target (B)(6). Antibiotics will be continued for 2 weeks and then transition to oral defadroxil 1 g every 12 hours. Indefinite antibiotic suppression will be required while the lvad remains implanted.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.